Event description:
It was reported that a user experienced hyperglycemia while using the ilet with an inset infusion set and had difficulty locking the set due to dexterity issues, resulting in multiple failed insertion attempts and a subsequent preference to switch to a cd infusion set; blood glucose was 325 mg/dl, then decreased to 250 mg/dl. Symptoms included elevated blood glucose. Outcomes included self-management without hospitalization or alerts. Investigation included troubleshooting and education with the user. Investigation of this case revealed user difficulty operating the inset infusion set; the pump and sensors were not reported to malfunction, and no device alarms occurred. It was concluded, based on previously established findings for similar reports, that the cause was unclear with contributory user handling challenges related to the infusion set. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.